Event description:
It was reported to the aci clinical specialist that a male patient in his (B)(6) underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. A pre-procedural femoral angiogram showed no presence of calcium. Following the procedure, the radiology technologist (rt) who is a trained user of the mynx, used the device to close the femoral artery. It was reported that the rt inserted the catheter into the vessel and inflated the balloon. The rt then retracted the balloon towards the arteriotomy. When the rt shuttled down to expose the advancer tube, it did not engage. The rt removed the device and converted the patient to manual compression. Hemostasis was successfully achieved after 15 minutes. The patient was discharged the same day with no further clinical sequela. No further information was provided.

Manufacturer narrative:
Visual inspection of the device showed that the shuttle was engaged to the handle with the advancer tube inside the shuttle in manufacturing position. The shuttle down procedure was simulated and the advancer tube locked in place as intended. The taper end of the advancer tube was inspected and abrasion was observed around the edge of the tube. Based on the provided information and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.